Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had her device reprogrammed but she was wetting all the time. The reporter indicated that the patient had an infection and the patient's healthcare provider (hcp) 'was taking care of the infection' and she had been put on medication for it. The reporter also stated that the device 'never worked' and the patient had accidents 'all the time.' It was noted that the patient had reprogramming done at her appointment with her hcp on friday. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va00hkg, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).